Event description:
Rn walked into room, alaris pump beeping, fluid leaking, rn noted fluid squirting from IV tubing just under plastic piece that comes from the pump. Rn changed IV bag and tubing. IV smartsite infusion set, alaris pump module, ref 2420-0007.